Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. As the physician prepared the liberte' 4.5x16mm bare metal stent, outside of the patient, it was noticed the stent was not on the delivery balloon. There were marks present on the balloon from where the stent had been. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. As the physician prepared the liberte' 4.5x16mm bare metal stent, outside of the patient, it was noticed the stent was not on the delivery balloon. There were marks present on the balloon from where the stent had been. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent had detached from the balloon and was not received for analysis. The balloon folds were partially opened. There was a clear impression on the balloon of where the stent had been crimped initially. There was no inflation media inside the balloon or inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).